Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
2 brush heads broke off in mouth [device breakage]; 2 brush heads were too wide in terms of the handle, if I hold the brush upside-down, they fall off [device physical property issue]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that 4 of the oral-b power oral care refills precision clean (flexisoft toothbrushes) from a pack of 5 did not work. Two of the refills broke off in her mouth while brushing. Two refills were too wide in terms of the handle, and they would fall off if the brush was held upside-down. The consumer scratched the oral-b logo with a coin, and the logo did not come off. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
On 13-oct-2016 product investigation results: the reporter returned one toothbrush head on 03-oct-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Two (2) brush heads broke off in mouth. Two (2) brush heads were too wide in terms of the handle, if I hold the brush upside-down, they fall off. No adverse event. Product counterfeit. Case description: a female consumer, age unspecified, reported via phone on 01-sep-2016 that 4 of the oral-b power oral care refills precision clean (flexisoft toothbrushes) from a pack of 5 did not work. Two of the refills broke off in her mouth while brushing. Two refills were too wide in terms of the handle, and they would fall off if the brush was held upside-down. The consumer scratched the oral-b logo with a coin, and the logo did not come off. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.